Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the cutting knife was fractured. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device and the similar cases in the past, omsc concluded that the fracture of the cutting knife might be caused by high temperature which was locally given to the cutting knife. A local high temperature might be caused by an electric discharge given to the knife since the length of the contact between the cutting knife and tissue is too short while the high frequency was activated. The instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage or thermal injuries to the non-target tissue. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the subject device was not activated during an endoscopic submucosal dissection. The doctor withdrew the subject device from the scope and confirmed the distal end of the subject device. As a result, the distal tip was missing. The fragment couldn't be retrieved. The doctor commented that the fragment might be suctioned into the scope. The doctor completed the procedure with another device. There was no other patient injury regarding this report.